Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted within specification. A test stylet was inserted and withdrawn within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was placement difficulty when the stylet would not fully insert into the lead. It was also noted that the helix took more than ten turns to extend. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.